Event description:
According to medical records, the patient presented to a minor emergency center in 2006 with irritation, redness, pain, watering and tearing of the left eye. She denied any fever or chills. There was no drainage or matting noted in the left eye. Physical examination revealed pupils were equally reactive to light and accommodation. Extraocular muscles and motility were intact. Conjunctivitis was present in the left eye with tearing. Fluorescien test revealed a corneal ulcer, about six o'clock. The physician initially prescribed vigamox, one drop in the left eye, three times daily for seven days. However, switched to bleph 10, three drops in the left eye every three to four hours while awake since it was more affordable to the patient. He advised her to discontinue contact lens wear until directed and recommended that she follow-up with the ophthalmologist on-call at the emergency center in the morning. The patient was discharged at the same evening and was to return to the emergency if necessary. It is unk if the patient followed-up with the ophthalmologist the following morning.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint, since no product was returned and no lot number was provided. Based on available information no causal factors can be determined, and no conclusion can be drawn. Although, this complaint is unrelated, baush & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of bach records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customer by discontinuing the moistureloc formula and recalling all distributed product.